Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that motor had gotten stuck during bolus also scratches on screen that harder to see. Customer's blood glucose value was unknown at the time of the incident. Customer stated that battery compartment was cracked. The device will not return for analysis.